Event description:
The pt's father reported the pt experienced occluded infusion sets; however, the infusion device did not display an occlusion error. As a result, the pt's blood glucose elevated to 300 mg/dl. The pt's normal blood glucose range is 90-120 mg/dl. The pt's father stated he believes this is an issue with the infusion sets and not the infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.